Event description:
Spray when disconnecting, even slowly and with viscous fluids like albumin and blood. Another issue (unable to pick more than one) is residual blood in the connector. We draw a lot of lab work and check for blood return and residual blood is always in the connector after this; then the connector needs to be changed (even with short term IV placements for procedure) which feels wasteful.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
The customer reported spray and backflow, among other issues with connection at the maxzero. The customer returned 4 samples, 2 of material mz5301 and two of material mz1000-07. The reported material is general maxzero, one sample of material mz5301 was unused (a), or representative. While the other three samples, it was unclear if they were used by the customer or not. The four maxzeros passed most all the testing, no leaking or connection issues found on the 4 samples. One of the mz5301 (b) had a cracked female luer, but despite the cracking, was still watertight and not leaking. It was not possible to disconnect the maxzero from the female luer on either of the two mz5301 samples. No issues were found with the two mz1000-07 samples. A device history record review was not performed as the lot number is "unknown" for this complaint. Bd has a dedicated quality team focusing resources on the maxzero leakage, connection, and sticking issues which has worked diligently to address the issues reported from the customer. The root cause for this sample investigation, has not been determined. Bd continues to work on the issues seen.